Event description:
The company was informed that the patient is experiencing a decrease in performance and sound quality issues. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Revision surgery is under consideration. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is received.